Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having awful migraines. The dentist stated the jaw shouldn't have been moved without seeing an orthodontist. The patient has a severe case of tmj and dentist recommends stopping byte treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.